Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the foley catheter burst during the test. Customer stated that the foley catheter was not placed in the patient¿s body, and they had changed to a new one. Per follow up information received on 23nov2021, the device was opened during procedure and the issue was found during testing. Hence, the issue was found before placing the device in the patient body. No patient injury reported.